Event description:
The customer reported a data acquisition pcba adc reference failure (error code 100a). There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) confirmed the reported da pcba adc failure issue. The manufacturer¿s field service engineer (fse) performed field corrective action to address the reported issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.